Event description:
It was reported that an xact stent was deployed in the angulated left internal carotid artery. As the delivery catheter was being withdrawn, the xact stent migrated proximally and was felt to have not released completely from the delivery catheter. It was also noted that the distal portion of the stent was not fully apposed to the vessel wall. After rotation of the patient's neck and careful positioning of the sheath, the delivery catheter was removed without incident. An nc trek balloon was used to successfully dilate the distal portion of the xact stent. A non-abbott stent was then implanted at the distal end of the xact stent overlapping and resolving the malposition issue. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the delivery system was reportedly discarded and was not returned; therefore, a failure analysis of the complaint device was unable to be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that could have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.